Manufacturer narrative:
This is 2/2 report. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. A labelling review and risk assessment could not be performed as there was no allegation of failure or malfunction against the device. It cannot be confirmed that the device met specification, as the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, there was no surgical delay and no medical intervention reported. There was an adverse consequence to the patient post procedure. Patient had stroke after implant. Good faith effort attempts to contact the person(s) with investigation information concluded that no additional information can or will be provided. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event 'patient stroke' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that patient had a stroke post procedure. Two stents were implanted during the procedure, the subject stent and another stent. No additional information available.